Event description:
It was reported that the patient's inflatable penile prosthesis was replaced for unknown reasons. A 100ml reservoir, pump, and 21cm x 12mm cylinders were implanted. Additional information reported revealed that the device was removed due to mechanical failure. The device would not inflate due to fluid loss. The issue occurred four months prior to revision. The issue was diagnosed via examination. The patient is stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced for unknown reasons. A 100ml reservoir, pump, and 21cm x 12mm cylinders were implanted. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.